Manufacturer narrative:
D10: (B)(6), 02-010-01-0350 - logic femoral ps cem right sz 5, (B)(6), 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t, (B)(6), 200-02-38 - three peg patella 38mm. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-00167. The reason for the revision reported in (B)(4) was likely due to the reported pain, and possibly femoral loosening. Prosthesis wear is a potential contributing factor but likely an incidental finding. Failure of the cement used to secure the implants to the respective bone, may have lead to loosening at the cement-implant interface; however, this cannot be confirmed. Possible causes for polyethylene damage include malalignment between implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the pain, prosthesis wear and femoral loosening could not be determined as the devices were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 107 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.